Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a battery failed alarm and received pump error 63 (hardware low-level failures). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the low battery alarm, and the customer received a replace battery alarm. The customer also reported that no damage to the battery cap or compartment springs. Troubleshooting was performed for the pump error, and the customer was able to clear the error and able to rewind the pump. The pump passed the self-test. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
The pump passed displacement test, active current test and self-test. Failed with high sleep current test. Successfully downloaded history files and traces using thump. Pump error 63 (file number: 2017 line number: 147) alerted on 10/08/2025 14:58:11.000 with variable (15). Per engineering troubleshooting guide, it was determined that pump error 63 was triggered by hardware issue with the twi interface or ad5161 chip. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 09/22/2025 20:50:00, 09/02/2025 13:38:00 and 08/13/2025 15:47:00. No unexpected low battery alerts listed in the pump trace download. Battery cycle 7.0 received the low battery alert (104) on 09/22/2025 20:50:00 after more than 7 days at 20.29 days. Battery cycle 6.0 received the low battery alert (104) on 09/02/2025 13:38:00 after more than 7 days at 14.09 days. Battery cycle 3.0 received the low battery alert (104) on 08/13/2025 15:47:00 after more than 7 days at 19.0 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No unexpected low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Unexpected battery power loss and charge/battery lasts less than expected were not confirmed. Pump error 63 confirmed in the history files due to hardware issue. Pump received with a high sleep current measurement. Problem was isolated to electronic stack. No current code/category was confirmed due to high sleep current measurements. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.